Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because sensor pod was not received. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.